Event description:
Mako tka for right knee was performed on (B)(6) 2024. The revision surgery was performed on (B)(6) 2024 because the fracture of the femoral shaft occurred at the femoral pin insertion site. The causal relationship and when the fracture occurred are unknown.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.